Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an (B)(6) 2022. Prior the procedure, the trapezoid basket was tested. However, when the basket was opened, the handle cannula detached. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an (B)(6) 2022. Prior the procedure, the trapezoid basket was tested. However, when the basket was opened, the handle cannula detached. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached with drag marks of the fastening screws. The inspection of the screws was performed by x-ray, which showed that the screws had the tip flat/pushed inward. Subsequently the length of the fastening screws was measured, and both screws were less of the allowed tolerance. In addition, the working length was bent. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws, where the problem was escalated to the operations team. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device could have contributed to the reported event. Therefore, the most probable root cause is manufacturing deficiency. Finally, the working length bent could have occurred as a result of the separation of the cannula, and the manipulation during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label.